Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinic requested analysis of data received from carelink. Oversensing was noted on the atrial lead. Additional diagnostic testing was suggested. The lead remains implanted. No patient complications were reported as a result of this event.